Event description:
It was reported to philips that the flexviewing computer was not functioning. No user or patient harm has been reported. Philips has started an investigation regarding the reported issue.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the system was not in clinical use when the issue was identified. The philips field service engineer (fse) inspected the system onsite and found that the flexviewing pc was not functioning. The fse found that the flexviewing pc was damaged. The failure analysis of the flexviewing pc confirmed the cause of the issue was with the faulty power supply. So, the fse replaced the flexviewing pc and reloaded the software which resolved the issue. After the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.